Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cervix carcinoma ('tumor / teratoma / cancer type: pre-cervical cancer') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specifyno". The patient's medical history included diverticulitis and epiploic appendagitis. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and dyspareunia ("painful sexual intercourse"), 14 days after insertion of essure. In (B)(6) 2011, the patient experienced headache ("headaches,") and migraine ("migraines"). In (B)(6) 2011, the patient was found to have cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced endometriosis ("reproductive system disorder or conditiontype of disorder or condition:endometriosis") and papilloma viral infection ("hpv"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain lower and dyspareunia had resolved and the cervix carcinoma, headache, migraine, endometriosis and papilloma viral infection outcome was unknown. The reporter considered abdominal pain lower, cervix carcinoma, dyspareunia, endometriosis, headache, migraine, papilloma viral infection and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs was received. New events endometriosis, pre-cervical cancer, hpv were added. Lawyer was added. Event onset dates were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no.". The patient's medical history included diverticulitis and epiploic appendagitis. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain lower ("lower abdominal pain") and dyspareunia ("painful sexual intercourse"), 14 days after insertion of essure. In (B)(6) 2011, the patient experienced headache ("headaches,") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain lower and dyspareunia had resolved and the headache and migraine outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, headache, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs received : aka name added, reporter added, , patient demographic added, essure insertion date updated and removal date added, . Event injury nos is replaced with pelvic pain. Case become valid. Events added- pelvic pain, migraines, headaches, lower abdominal pain, dyspareunia, device monitoring procedure not performed. Events onset date, events severity and medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.